Event description:
Pump programmed and running at 140mls/hour. When watching for piggyback to drip it was noted that pump was not pulling from piggyback or main IV bag. This was watched for about 1 minute and all lines were double checked. Pump did not alarm. FDA safety report ID # (B)(4).